Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple high out of range shock impedance measurements of greater than 200 ohms on the shock channel. A revision procedure was performed and the patient's non boston scientific lead was explanted and replaced. The crt-d continues to remain implanted and in service. No additional adverse patient effects were reported.